Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the rechargeable implantable neurostimulator (ins) switched off when fully recharged. It took a while for the patient to understand how reloading worked, but according to the surgeon, by the end she had it down. A manufacturer representative (rep) intervened several times to check that the charger was charging the battery correctly, which it was. When rep saw the patient again later, the battery was switched off, even though the patient hadn't touched anything and the battery was charged. There was a simple operation to remove the casing and electrode and fit a new one. It was a complete change of the rechargeable ins to a non-rechargeable ins.

Manufacturer narrative:
G2: country: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.